Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Other device used: catalog #00875705201, continuum tm shell with cluster holes, lot #62805775. The continuum cluster hole shell was not returned for further evaluation as it remains implanted. Visual examination of the returned dome hole plug determined that the thread exhibits damage. The noted thread damage resulted in the device failing evaluation by a thread gauge. Device history record review indicated no deviations or anomalies in the manufacturing process for the shell. Review of receiving inspection report and inspection documents for the dome hole plug determined that this device conformed to specifications. These devices are used for treatment. The continuum shell and dome hole plug are compatible devices. Review of complaint history identified no previous complaints for the part-lot combinations associated with the shell and dome hole plug. With the information provided a specific cause for the reported issue could not be determined.

Event description:
It is reported that during surgery the device was not able to be inserted into the shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.